Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited oversensing and over three thousand sensing integrity counter (sic) counts. Upon extraction, the lead body broke and the pace/sense portion along with the coil remains in the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.